Event description:
Additional information was received and stated that during follow up the patient experiencing discomfort in the right eye, including a drooping eyelid and also feels unsafe while driving. The doctor has mentioned that vision is gradually improving based on the test results and the patient does not perceive any improvement. It was stated that the patient will discuss whether to undergo surgery to correct the dropping eyelid. Due to the iol complication suturing was required, which resulted in a lump-like swelling and redness in the sclera of the patient. It was reported patient still feels discomfort and the iol was removed and replaced. It was also stated that patient experienced severe stinging pain and requested medical attention, as the doctor was unavailable only pain relief was provided by a nurse and after the day of surgery antibiotic was prescribed. The doctor explained that the drooping of eyelids was due to the aging. It was stated that as the discharge of the patient was on sunday, the patient could not find a taxi and returned home by subway. With impaired vision in the right eye, the patient fell on an escalator and sustained injuries.

Manufacturer narrative:
Additional information was provided in b.5., d.5., d.6a., h.11. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery, the intraocular lens (iol) found to crack and burr when inserting. It was also stated that the patient developed hyperemia possibly due to a mistake by the doctor during the procedure. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformance's could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).